Event description:
Adverse event: "no patient injury" (no consequences or impact to patient). Product problem: "system occludes when starting phaco procedure" (occlusion within device). A nurse reported the system occluded when a phacoemulsification procedure started. The system was primed and tuned with no problem. Additional information was received: the nurse reported this issue occurred at the very beginning of a case while tuning the handpiece. Troubleshooting was performed with a company service representative resulting in a 5 minute delay. The patient was in the room being prepped, but had not received any anesthesia and an incision had not been made. After the case was completed, the nurse determined the setup was performed incorrectly and no other issues occurred for the remainder of their cases. There was no patient impact reported.

Manufacturer narrative:
A company service representative examined the system and was unable to duplicate the reported event. The system was tested and met all product specifications. A review of complaints and service requests for the last 24 months indicated no additional, related reports for this system. (B)(4).